Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/27/2016 with the following findings: a review of the black box data showed evidence of short battery life with a post delivery motor power supply faults. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was found in the battery compartment. The pump¿s current draws were found to be within specifications. The pump failed a leak test at the battery compartment. The pump cover was removed and internal moisture damage was found. Unrelated to the complaint, the display was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.